Event description:
Customer requested an event log review for an overinfusion fentanyl. He reported that the pt was supposed to receive 5cc of fentanyl per hour but actually rec'd 50cc of fentanyl per hour for approximately 2 hours on (B)(6) 2012 around 6 pm. The nurse stated the dosing mistake was noticed at shift change by the nurse taking over care of the pt. She reported it was a primary infusion and that the tubing was discarded. She did not know the concentration of fentanyl used or the volume that was used. There was no pt harm reported and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The event logs and data set have been rec'd and log review is pending. A follow up report will be submitted once the investigation has been completed. No devices rec'd, log review only.